Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose was 228 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer was able to successfully clear the alarm however unable to complete pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 (variable 3) alarmed during self test and confirmed in device history file due to a broken trace on keypad assembly.